Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Referenced article: late dislodgement of left bundle branch pacing lead and failure of left ventricle capture management algorithm. Indian pacing and electrophysiology journal. 2025. 25: 167¿170. Doi: 10.1016/j.ipej.2025.04.004. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported via journal literature that the dislodgement was suspected to have been due to ratcheting as there was no slack with the lead. It was also noted that there was a failure of the lv capture management on the device to identify the loss of capture. The capture management stopped recording daily lv lead measurements.

Manufacturer narrative:
Corrected: d4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.